Event description:
A surgeon reported an intraocular lens (iol) was explanted and replaced with a different model iol due to blurry vision. The surgeon reported this patient was a "poor candidate" for the type of iol model that was initially implanted. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this event has been received. The investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available. There have been no other complaints reported in the lot number. Additional information was requested on 07/07/2009, 07/16/2009 and 07/30/2009 by phone, mail and fax. A completed questionnaire has not been received.